Event description:
While using a byte day aligners, patient has reported that they are having constant bleeding from wearing of the aligners. The patient's dentist advised them to stop wearing the aligners. Requested additional information from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.